Event description:
It was reported that the patient developed chest pain and exhibited a drop in blood pressure one day post implant of the right atrial (ra) lead. A lead perforation was suspected. Lead thresholds had increased acutely after implant to high thresholds and sensing values "deteriorated" post implant as indicated by a device check. A pericardial effusion was noted via cardiac echocardiogram and cardiac tamponade was noted. A pericardiocentesis was conducted. Once the patient was stabilized the ra lead was explanted and replaced. A plug of tissue was found in the helix of the original lead, making it unusable. The patient appeared stable after the revision procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.